Event description:
A 4.0mm diameter x 18mm length driver mx2 stent delivery system was inserted into a pt for the treatment of a proximal lad lesion. The vessel morphology was reported to be moderate tortuosity with severe calcification and 95-97% stenosis. The lesion was pre-dilated. It was reported that it was very difficult to push the catheter through the guide and that there was a lot of resistance felt. The device was inserted and the physician felt resistance due to the dense calcification. During the attempt to cross the lesion the sds had kinked and was re-straightened; reinserted, and ultimately the shaft of the device broke. The device was successfully removed. An endeavor drug-eluting stent was deployed at the lesion site to complete the case. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval: (device not returned for eval).